Event description:
As reported by the field clinical specialist, approximately 7 months post valve-in-valve procedure with a 23mm sapien 3 ultra valve in a mosaic surgical valve in the aortic position, the patient presented with moderate paravalvular leak coming from around the surgical valve with increasing symptoms. A balloon aortic valvuloplasty (bav) was performed with a 24mm true balloon to fracture the surgical valve. Severe aortic insufficiency happened post bav. A new 23mm s3u valve was implanted inside the fractured surgical valve/existing 23mm s3u. The second s3u was deployed with nominal volume with additional +2cc's added. Post deployment the second valve was implanted at 90:10 aortic/ventricular position. Per additional information provided regarding the initial tavr procedure: the first 23mm s3u valve had been implanted with nominal volume in 80:20 aortic/ventricular position. Bav was not performed. Post deployment there was severe paravalvular leak via angiography. The valve was post dilated. The mean gradient was 4 mmhg. There was no central leak. A bioprosthetic fracture was not performed. Per additional information provided regarding the initial thv in surgical valve tavr procedure, the first 23mm s3u valve had been implanted with nominal volume in 80:20 aortic/ventricular position. Bav was not performed. Post deployment there was severe paravalvular leak via angiography. The valve was post dilated. The mean gradient was 4 mmhg. There was no central leak. A bioprosthetic fracture was not performed.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation and medical record review findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned, and no image evaluation was performed as no imagery was provided. As no device was returned, engineering was unable to perform visual inspection, functional testing, or dimensional testing. The complaints were unable to be confirmed as no medical record or relevant imagery were provided for evaluation. A review of the device history record did not provide any indication that a manufacturing non-conformance contributed to the complaint event. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, "approximately 7 months post valve-in-valve procedure with a 23mm sapien 3 ultra valve in a mosaic surgical valve in the aortic position, the patient was presented with moderate paravalvular leak coming around the surgical valve with increasing symptoms". Due to limited information and unavailability of relevant imagery/ returned product, a definite root cause is unable to be determined at this time. Per report, "a balloon aortic valvuloplasty (bav) was performed with a 24mm true balloon in an attempt to fracture the surgical valve. Severe aortic insufficiency happened post bav". In this case, it was possible post-dilation with non- edwards balloon resulting in central regurgitation. Per training manual, it was recommended to post-dilate with the same delivery system. Post-dilation with non-edwards balloon could possibly lead to over stretch on the leaflet resulting in leaflet motion restricted and/or central regurgitation in short or long term, which was depending on the degree of stretching on leaflets. As such, available information suggests that procedure factors (post-dilation with non-edwards balloon) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no labeling or IFU/training inadequacies were identified; no corrective/preventive action nor product risk assessment escalation is required.